Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The reporter indicated they have been having intermittent poor communication since implant. They had the antenna changed and a new one was given but still did not resolve the issue. The patient tried to increase but intermittently was getting poor communication. It was reported that patient fell on implant day and she was brought back to the hospital. The patient and the device were checked and no issue was found. The patient was experiencing lack of effect and leakage and was noted as sudden. There was a sudden change in therapy /symptom. The indications for use for this patient were gastrointestinal/pelvic floor. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.